Manufacturer narrative:
No additional info was available from the maude report. Since no reporter name or contact info was provided, arthrocare was unable to obtain more detailed info to put into this report. The wand was reported as being available for eval. However, since no reporter name or contact info was provided, arthrocare is unable to contact anyone for the return of the wand for investigation. A lot history review was completed for the device lot. No abnormalities were identified that would lead to the reported product problem.

Event description:
A clinical incident was reported to arthrocare corp via maude report (B)(4). On (B)(6), 2009, the pt underwent a shoulder arthroscopy using a super turbovac 90 with integrated cable wand. It was reported that the tip broke off of the wand and the surgeon was unable to retrieve the tip. The piece remains in the pt. No adverse consequence to the pt was reported.